Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal surgery procedure, the surgeon was able to pressed the green button but was unable to squeeze the handle. Another device from a different manufacturer was used to complete the procedure. There was no patient injury.